Event description:
A field service representative on-site at this account communicated discrepant ise results for one patient sample were received. Initial sodium result gave 120 mmol per l; initial potassium result gave 3.7 mmol per l. The initial results were reported out. Customer indicated the patient was not treated due to the erroneous results. In 2009, same sample was repeated on an integra 800 gave sodium result 139 and repeated on a p module gave sodium results 143 and 141 mmol per l. Same sample potassium results on the same day, were 4.47 mmol per l (integra), 4.5 and 4.4 mmol per l (p module). Per customer only this one patient was affected.

Manufacturer narrative:
The field service representative determined a clot in the sample to be the cause. He verified no further clots existed in the sample probe, ise measurement line and sv8. He also ran calibration, quality control and precision test which were within specification.